Event description:
The customer reported that the images produced were intermittently blank. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were cleaned and regreased and the interconnect cable assembly was replaced. The system was then found to be operating as intended.